Manufacturer narrative:
This device used for treatment and not diagnosis. The surgeon had difficulty engaging the nuts on the s1 screw. This may have been due to the rod not being fully seated in the screw. The damage to the collar and threads indicate that the rod was pushing outward and upward during the attempted engagement of the nuts. All returned nuts and screw show damage to the mating threads. The materials were reviewed and are adequate for the intended use. Based on the u.s. Sales of 499.294 between 4/2011 and 4/2013, the occurrence rate of the nuts not engaging on the screws is approximately 0.186 percent. The design risk assessment went for review by product development for this complaint event. The set contains instruments to help persuade/ bend the rods to accommodate a wide variety of surgical instances and patient anatomy. There is not enough information as to the placement of the rod during the procedure.

Event description:
During a l4-s1 posterior fusion with uss dual opening system surgery on (B)(6) 2013, at the end of the procedure, the ti 12-point nut would not engage the left s1 screw. The surgeon tried several new nuts, but could not get them to engage. He tried impacting the nut several times to get the nut to engage, but ended up cross threading the nut onto the top of the screw head. When final tightening the nut on the s1 screw, it would not torque out and the threads on the screw head were stripped. He replaced the stripped left s1 screw with one diameter bigger and was able to engage the nut successfully with a new nut and collar. The procedure was completed without significant delay or any harm to the patient reported. This is 3 of 4 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. DHR review found no relevant issues that would result in this product complaint. There is thread damage near the front of the nut and the anodize finish has been removed from that section of the thread. This is not manufacture related. The raw material was tested and met specifications. The outside diameter and thread minor diameter was measured and met specifications, however, the m8 thread was too damaged to measure. Placeholder.